Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012544080); product type: 0195-heart valves; implant date: na; explant date: na. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012648576); product type: 0195-heart valves; implant date: na ; explant date: na. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve (tavr) procedure, the delivery catheter system (dcs) tilted and resulted in shallow valve placement on the left coronary cusp (lcc). Subsequently, the valve was adjusted and a total of 4 recaptures were made. The valve was implanted; however, a left bundle branch block (lbbb) occurred.

Manufacturer narrative:
Additional information: b5 (fourth paragraph) and h6 (deleted dislodge codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve (tavr) procedure, the delivery catheter system (dcs) tilted and resulted in shallow valve placement on the left coronary cusp (lcc). Subsequently, the valve was adjusted and a total of 4 recaptures were made. The valve was implanted; however, a left bundle branch block (lbbb) occurred. Additional information was received indicating that there were four deployment attempts. During each attempt, the dcs was advanced deeply into the left ventricle (lv) and positioned by pulling the catheter back with each deployment. Per the physician, it is thought that while the dcs was advanced deeply in the lv, it interfered with the left bundle. This resulted in lbbb. Per the physician, the valve also contributed to the lbbb. The patient left the room with a temporary pacing lead in place. Additional information was received that during deployment up to the point of no return (ponr), migration to the ascending aorta occurred several times. Additional information was received clarifying that no migrations occurred and the recaptures were performed because the implant depth on the lcc was shallow on each deployment attempt. A pre-implant balloon dilation was performed at the outset of the procedure. The deployment starting point was slightly above the bottom of the pigtail catheter. A non-medtronic (safari) guidewire was used during the procedure. According to the reporter, the patient's anatomical shape from the aortic arch to the ascending aorta contributed to the event.

Event description:
It was reported that during the implant of a transcatheter aortic valve (tavr) procedure, the delivery catheter system (dcs) tilted and resulted in shallow valve placement on the left coronary cusp (lcc). Subsequently, the valve was adjusted and a total of 4 recaptures were made. The valve was implanted; however, a left bundle branch block (lbbb) occurred. Additional information was received indicating that there were four deployment attempts. During each attempt, the dcs was advanced deeply into the left ventricle (lv) and positioned by pulling the catheter back with each deployment. Per the physician, it is thought that while the dcs was advanced deeply in the lv, it interfered with the left bundle. This resulted in lbbb. Per the physician, the valve also contributed to the lbbb. The patient left the room with a temporary pacing lead in place. Additional information was received that during deployment up to the point of no return (ponr), migration to the ascending aorta occurred several times.

Manufacturer narrative:
Updated: b1, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve (tavr) procedure, the delivery catheter system (dcs) tilted and resulted in shallow valve placement on the left coronary cusp (lcc). Subsequently, the valve was adjusted and a total of 4 recaptures were made. The valve was implanted; however, a left bundle branch block (lbbb) occurred. Additional information was received indicating that there were four deployment attempts. During each attempt, the dcs was advanced deeply into the left ventricle (lv) and positioned by pulling the catheter back with each deployment. Per the physician, it is thought that while the dcs was advanced deeply in the lv, it interfered with the left bundle. This resulted in lbbb. Per the physician, the valve also contributed to the lbbb. The patient left the room with a temporary pacing lead in place.